Event description:
The advocate stated the customer tested his blood glucose using his contour meter and rec'd erratic readings of 172 and 51 mg/dl. The customer took insulin based on the high reading and had a diabetic emergency according to the advocate. She had to give him something to eat and drink in order to raise his blood glucose. After the customer rec'd the erratic readings, he retested his glucose using another contour meter an rec'd readings of 44 and 68 mg/dl. The difference between the 172 mg/dl and 44 and 68 mg/dl readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. The advocate declined to troubleshoot and asked that the meters be replaced. The test strips are to be returned for eval. Replacement test strips and new meters were sent to the customer.